Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy while applying the device on the stomach, the device stopped firing reload when there was 1cm to go. The surgeon cut off the last part of the reinforcement material and used a new reload. There was no patient injury.